Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was heated. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that they received a replacement insulin pump, and its going through batteries at an alarming rate and when customer pulls the batteries from the insulin pump they were hot. Customer states that they moved forward with to the replace battery now alarm troubleshooting protocol. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within spec. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The insulin pump was monitored for several days and no unexpected heating up or hot to the touch noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.